Event description:
It was reported that post implant the patient experienced chest tightness, inhalation, palpitations and pain in the implant area. The device was explanted which alleviated the patient¿s symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).